Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2026, it was reported that the patient was experiencing dizziness, sweating, and nausea. She visited her doctor for evaluation. At the doctor¿s office, the patient¿s cgm was reading 184 mg/dl while the bg meter reading was 53 mg/dl. The patient was admitted to the hospital and treated with nasal glucagon. The patient was ¿fine¿ but still in the hospital at the time of report (2 days to date). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.